Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pump user experienced persistent hyperglycemia while using an ilet, with glucose reportedly exceeding 400 mg/dl and not decreasing, and the user subsequently discontinued use and later requested training and a software update. Symptoms included high blood glucose. Outcomes included self-discontinuation of the device without medical escalation. Investigation included a software update verification and assignment for additional user training, with no device alerts or alarms reported. Investigation of this case revealed insufficient information to identify a device malfunction or user error. It was concluded that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.